Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse stated that they could not get the foley probe to read on the arctic sun. Mss had nurse check to see if the rectal probe would register on the arctic sun, nurse stated it would not either. Nurse changed the cable out and they still did not read. Nurse then changed the foley and it was reading now. Therapy restarted and flow rate was 4lpm.

Event description:
It was reported that nurse stated that they could not get the foley probe to read on the arctic sun. Mss had nurse check to see if the rectal probe would register on the arctic sun, nurse stated it would not either. Nurse changed the cable out and they still did not read. Nurse then changed the foley and it was reading now. Therapy restarted and flow rate was 4lpm.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak ¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: ¿ do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not wipe catheter surface with organic solvents (such as alcohol). ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable laws and regulations. Sterile: unless package is opened or damaged. Caution: ¿ as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the temperature monitor before activating electrosurgical or other types of direct coupled rf energy sources. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." The device was not returned.